Manufacturer narrative:
The device was not returned for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye as the patient complained of blurry, double vision and glare. Patient was not happy with their vision on day 1 post operation. The surgeon's diagnosis was residual astigmatism. The following was provided upon examination: patient's vision was 20/40 +1 uncorrected, the lens was on the 2 degree axis, and the refraction was plano -1.25 at 42 degrees to 20/20 in the left eye. Another lens of different model and slightly lower diopter was used as the replacement iol. There was no patient injury reported. No other intervention was required. The patient outcome was good. The original lens was discarded. No further information was provided.